Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 18.5 mmol/l (333 mg/dl) while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site on the abdomen, the pod's cannula was found bent. Insulin leaking during wear was also reported. As treatment, a new pod was applied.